Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) - which had been implanted about four month earlier - had a remaining battery life of only 2.9 years. The patient questioned the cause of the low battery longevity, the polarity of the left ventricular lead, and if the placement of the leads were correct. The patient was encouraged to continue discussion with the physician. The device remains in use. No patient complications have been reported as a result of this event.